Event description:
Procedure: gynecological/urological. According to the reporter: the patient underwent surgery for the treatment of pelvic organ prolapse which included repair for stress urinary incontinence and cystocele. The patient allegedly experienced pain, injury, bleeding, and infections. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).